Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review confirmed the reported event of the patient's g5 application displayed the error reading symbol for over an hour. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, that the patient's g5 application displayed the error reading symbol for over an hour and an adverse event. It was reported that the patient was asleep and woke up because the g5 application was alerting an urgent low. When the patient woke up, they were sweating and was disoriented. When the patient checked their g5 application, they found that there were no readings for the past 4 hours. The patient treated themselves with glucose tablets. There was no emergency medical technicians (emt) involved. It was indicated that the patient went low during the error reading symbol was displayed which inhibited the g5 applications ability to alert the patient. At the time of contact the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.